Manufacturer narrative:
Pump passed the operating currents measurement, self test, restart error test, displacement test, rewind and prime and compromised force system sensor test. Pump had cracked case at display window corner, broken and dog chew marks, damaged reservoir tube lip and minor scratched display window. Unable to perform the occlusion test and basic occlusion test due to reservoir tube lip anomaly. Pump was received with no original belt clip.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 300 mg/dl at the time of incident. Customer indicated that they were at their doctor's office and noticed damage on the pump. Troubleshooting found that the pump was cracked at the battery and reservoir compartments and the infusion set was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.